Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "not closing/staple misaligned." This issue was noted prior to use. No patient involvement reported.

Event description:
It was reported that "not closing/staple misaligned." This issue was noted prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). Section d.4.- catalog# corrected to 528135. Section d.4.-lot# corrected to unknown. Section d.4.-expiration date corrected to unknown. Section d.4.-UDI# corrected to (B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first two staples were severely misaligned. The stapler was received with one unformed staple sticking out and one partially formed staple loaded. The stapler was returned with its trigger engaged. There were no signs of biological material on the device. The stapler was received with 30 staples left in the cover block, indicating that at least 5 staples were fired by the customer. Functional testing was attempted; however, due to the severe misalignment of the staples the stapler would not fire. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be tilted downward. No other defects or anomalies were observed. The anvil was in the proper orientation. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The reported complaint was confirmed based upon the sample received. The returned stapler revealed that the first three staples were severely misaligned. Functional testing was attempted; however, due to the severe misalignment of the staples the stapler would not fire. The sample was disassembled. Die casting anomalies were observed on the forming tool. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.